Event description:
On (B)(6) they were infusing her chemo and noted that it was leaking out the insertion site. Contact recommended that they pull the PICC and start a piv to give patient chemo. They did not remove the PICC and when the patient returned on (B)(6) for another treatment the contact was able to look at the site and the line. Contact flushed it several times and did not notice it leaking out at all however the line was allegedly very positional. Contact recommended that they remove it and replace it in the other arm. Patient was in agreement. After successfully placing a new PICC in the left contact removed the PICC on the right and reportedly noticed a large hole in the catheter at the 6cm marking.

Manufacturer narrative:
The information provided by bard represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history record (lhr) of reyk1217 showed no other similar product complaints from these lot numbers. The device has not been returned to the manufacturer, at this time for evaluation.